Manufacturer narrative:
Per good faith effort response, it was confirmed by the customer stating he reached out and requested his unit to be updated to the new software version which would allow it to have air and o2 calibration completed since it was failing the annual pm tests for the air/o2 mixer and flow tests. Since the unit is at end of life and the hospital opted to not repair them if they did not pass pm so there is no further remediation. The unit has been removed from the facility pending finalization of that decision. No additional information was able to be obtained. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint on the v60 indicating that the device was displaying 110d - check vent: proximal pressure sensor range error. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.